Event description:
A (B)(6) female patient contacted zoll customer support to report a possible bent pin in the electrode belt trunk cable connector. The patient was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (bent pin) has been confirmed. Upon evaluation, a single bent pin in the electrode belt's trunk cable connector was bent. The cause for the bent pin cannot be positively identified but was likely due to the connector being forced into the monitor while the pins were misaligned. No adverse event resulted from the defective electrode belt connector. The patient received a replacement electrode belt.